Event description:
Information was received from a consumer regarding a patient with an implantable pump containing unknown drug for non-malignant pain. It was reported that the handset was getting slow. Agent assisted caller deleting data. After that, agent instructed the caller to access the myptm but patient was not able to due to an unrelated hardware issue. Agent reviewed the information and warm transferred the caller to healthcare it for further assistance.

Manufacturer narrative:
Continuation of d10: product ID: hh90t01, (serial: unknown); product type: 2201-mobile platform; implant date n/a; explant date n/a; section d references the main component of the system. Other medical products in use during the event include: medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.